Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient felt pain and heard a cracking sound in his shoulder. The next day he went to the hospital for check up. The x-ray showed a broken reconstruction plate (10 hole) on the right clavicula. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.